Event description:
Pt presented with fracture of distal 1/3 femur. Surgeon reamed to 13mm and placed the 12mm rod on 3/19/97. Fracture went on to nonunion and the rod broke on or about 10/26/97. Surgery was performed to retrieve broken rod and implant size 14mm. Bone screws taken out: 2245-45-45, lot number unknown. 2245-50-45, lot number unknown.